Event description:
It was reported that pump display only partially lit up and affected ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged shipment of replacement pump with updated software.